Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who admitted the patient to the cardiac catheterization lab. It is unknown if a cardiac catheterization was performed on the patient. The patient had been tested for troponin with serial measurements, and the elevated result, which was obtained on the fourth sample from the patient, did not match the three previous troponin results. A fifth sample was obtained from the patient and run on the same instrument, resulting lower. The fourth sample was then rerun on the same instrument and resulted lower. The corrected result was reported to the physician(s). It is unknown if there was any patient intervention due to the discordant, falsely elevated troponin result. There are no known reports of adverse health consequences due to the discordant result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The optics and blank values were acceptable, a chem wash precision test resulted within specifications, and there was no indication of biofilm. The sample had also resulted as expected upon repeat testing on the same instrument. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.